Event description:
It is reported that a customer was hospitalized for high blood glucose. The patient's blood glucose was not recorded. The caller was patient's father who stated that the insulin pump that his son was using had all sorts of problems such as no delivery alarms, and the sensor not communicating properly. The father refused to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.